Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the second of two reports from the same facility involving a c2600 cusa handpiece. (Cross ref with MFR report number 3006697299-2014-00064. (B)(4). It was reported that a c2600 cusa 23 khz handpiece was cracked. The problem was discovered when the hand piece was set up for use for a whipple and was found to be broken. The hand piece did not come in contact with the pt. The pt did not sustain injury as a result of this broken hand piece. Medical condition: mucinous cystoadenoma of the head of the pancreas.